Manufacturer narrative:
Product event summary: at analysis it was determined that the ventricular output connector was broken. The device was cleaned and inspected, the output connector assembly was replaced and the generator was then tested and calibrated on the automated test system and it passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.